Event description:
Caller indicated the glucocard 01 meter was giving high readings. Customer has concerns regarding her meter. She took a test around 10:04pm and got a reading of 227. She then treated herself with 14 units of insulin based on the reading. Around 11:23pm she began to feel hot, shaky and off balance so she took a test which resulted in a reading of 52. She immediately drank 4oz of orange juice and 4oz of milk but was still not feeling better so she also had a sandwich. The customer took another test at 11:27pm which resulted in a reading of 122. She felt much better and was able to go to bed. Controls used are in range. Replacing product. Customer is washing hands, using new lancet but is storing her strips in the kitchen. I informed her the kitchen is not a recommended storage location so she will change her storage. Additionally, she stated the same day she noticed her strip code was coming up as f-3; however, the bottle of strips says f-. She had another bottles of strips and she tried those and the meter continued to display the f-4 code.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.